Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call of hospitalization for blood glucose level of 32 mg/dl to 600mg/dl. The customer had symptoms such as vomiting and nausea and treated with manual injection. Customer indicated that their doctor has been contacted. Customer declined troubleshooting and indicated that they would call back as they did not have access to the pump at the time of the call.